Event description:
Pt's spouse called and said the infusion pump was using batteries at an excessive rate, one every two hours. Patient did receive meds through the pump correctly. No other problems were associated with the pump.